Event description:
The end user liz trail0burns reported to (B)(4) (the distributor) that the metal is flaking off when attempting to sterilize.

Manufacturer narrative:
Deep scratches with the brass showing through.